Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra easy meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017, at ¿night time¿. The patient reported obtaining an alleged inaccurate high blood glucose result of ¿358 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using insulin therapy, lupisulin 10 units before breakfast, lunch and dinner, and that in response to the alleged inaccurate high result, she was advised by her doctor to take an extra 2 units of insulin. The patient alleges that at 3am, on the same night the inaccuracy began, she developed symptoms of ¿deep sleep and froth coming from mouth¿, her guardians carried out a blood glucose test on the subject meter and obtained a result of ¿420 mg/dl¿. In response to the symptoms she was rushed to hospital, on admission to hospital a blood glucose result (on an unknown meter) obtained was ¿32 mg/dl¿. Patient alleges she was treated with glucose, and that she remained ¿unconscious¿ till 7.30am. The patient reported that she was discharged from hospital the same day and is feeling much better. Since the incident, the patient reported that her doctor has changed her insulin dosage from 10 units to 7 units prior to meals. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The csr noted that the test strips are expired and had been stored incorrectly (kept separately in the pouch without the vial). The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned. Analysis was not possible for the test strips as they had expired. The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the product passed all testing with no faults found. The reported issue could not be confirmed.